Manufacturer narrative:
Due to the lack of additional information, the investigation did not identify a product problem. The specific cause of the event could not be determined. Based on the abnormal aspiration errors, the event was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There was no evidence to suggest a malfunction of the device.

Manufacturer narrative:
The cobas c 503 analytical unit serial number (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas c 503 analytical unit. The intimal result was 16.3% and the repeat results were 5.33% and 5.36%.